Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error alarm during self test and confirmed in the pump history due to cold solder joint on keypad assembly. Pump received with intermittent select button response, problem isolated to the keypad assembly. No unexpected numbers ramping or scrolling during testing. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a keypad anomaly. Customer's blood glucose was 3.9 mmol/l. Numbers were ramping up. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.